Event description:
It was reported that the patient noticed a discoloration on the display of their system controller. The cause of the discoloration was not known. Per the patient, the display did not experience any force to cause the damage. The controller and pump did not show any alarms and were working as intended. The patient was to present to the clinic on (B)(6) 2024 for further analysis, including log file analysis. The controller may be exchanged with the backup then.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4: catalog number corrected. Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)) having a discolored display was confirmed during evaluation of the returned product. Upon arrival, a log file was first downloaded and reviewed. The log file contained information spanning approximately 17 days (31mar2024 to 16apr2024 per timestamp). No abnormal events were observed, and the pump maintained a speed within the expected range without issue while the driveline was connected. During testing of the returned controller, it was noted that the liquid-crystal display (lcd) screen was slightly discolored in some areas; however, the parameters on the various screens were still found to be legible. Aside from the display discoloration, the controller passed all steps of functional testing and was able to operate a mock circulatory loop without issue. Further inspection revealed that there was fluid ingress throughout the interior of the controller. Notably, it was found that fluid had gotten into the lcd screen component itself, which caused the observed discoloration of the display. The fluid ingress otherwise did not impact the controller¿s performance during testing. The root cause of the reported event was determined to be fluid ingress within the controller; however, a cause for the ingress of fluid could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8¿equipment storage and care¿ and heartmate 3 patient handbook section 6¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. Heartmate 3 patient handbook section 4¿living with the heartmate iii¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that no log files were provided and the controller was exchanged.